Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that leads were determined to be fractured and surgical intervention was required for the replacement of both leads. The patient did experienced sudden loss of therapeutic effect and sudden loss of stimulation. There was 50% or greater symptoms reduction. The cause of the event was determined and it was device related. Reprogramming was needed. The patient recovered without permanent impairment.

Event description:
It was reported that there was a loss of therapeutic effect. It was noted that the patient was implanted for foot pain that was unilateral. The night prior to this report the patient stopped feeling stimulation and wasn¿t getting benefit. The implant was noted to be on, and the patient would usually feel stimulation at 2.0 volts. At the time of this report, she was at 3.5 volts and was not feeling stimulation. The patient was going to meet on (B)(6) 2014 for further troubleshooting. No falls or trauma were reported. No error codes were seen. Additional information received reported that the patient had been doing sit-ups. On (B)(6) 2014 stimulation had been intermittent and then all of a sudden the patient did not feel any stimulation. Some reprogramming was done on (B)(6) 2014. Electrode impedance values were run at 0.7 volts and 1.5 volts. Reference 2 showed some high impedance readings. Electrode 10, 13, and 8 showed greater than 20,000 ohms. Electrode 15 was 9000 ohms and electrode 8 was less than 50 ohms. After reprogramming, the patient was feeling the coverage she needed but not as good as before. The patient needed it for her right lower extremity from her foot up to her ankle. The stimulation then stopped working. Additional information received reported that at 0.7 volts, pairs with electrode 2, 7, 10, and 13 were greater than 10,000 ohms. The patient was using 2-3 volts for therapy and 720 microseconds and 60 hertz. Impedances were reran at 1.5 volts. Readings were greater than 20,000 ohms. With reference electrode=0, electrode 2, 7, and 13 were greater than 20,000 ohms with electrode 10 as 9977 ohms and electrode 15=19 at 129 ohms. All pairs with electrode 2 and electrode 13 were greater than 20,000 ohms. Electrodes 2, 7, 10, and 13 were all greater than 20,000 ohms with electrode 15 as reference. With electrode 8 as reference, electrode 2, 7, 13 were greater than 20,000 ohms with electrode 10 at 9977 ohms and electrode 15 at 18898 ohms. With electrode 15 as reference ,electrodes 2, 7, 10, and 13 were all greater than 20,000 ohms. Group z was greater than 4000 ohms. With electrode 10 as reference, electrode 8, 9, 11, and 12 were all in 9000 ohms range. Other pairs not mentioned were normal. Electrode 13, 14, and 15 had been in use. Low out of range impedance values were reported. Additional information received reported that electrode 14 was then showing an impedance value of greater than 20,000 ohms and electrode 8 was at 420 ohms when it was previously less than 50 ohms. The patient was programmed using electrodes 3, 4, 5, and 6 which was functioning to reduce foot and ankle pain. It was not as effective as the previous programming. A revision was being planned to check the lead and implantable neurostimulator (ins) connection and replace lead 8-15 if necessary. No scheduled date existed as of (B)(6) 2014. The patient was noted to be out of school for winter break and the revision was going to be scheduled before the end of the year. No follow-up was required as this time as all know information was reported and no date had yet been scheduled. This event will be updated if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead; product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead; product ID 355531, lot# n329800, implanted: (B)(6) 2012, product type: screening device; product ID 37754, serial# (B)(4), product type: recharger; product ID 37744, serial# (B)(4), product type: programmer, patient; product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead; product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).